Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by an accidental failure of the cpu / gpu fan or a disconnection of the fan cable connector, because the error e116 occurs when the cpu / gpu fan is not responding. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc but was returned to olympus repair center for evaluation. The inspection of the device by olympus repair center confirmed the following; the reported phenomenon was reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device displayed error code e116. This error code means a malfunction of the camera control unit. There was no report of patient injury associated with this event.